Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the ins was removed in 2006, but the leads remain implanted. When asked, the hcp's notes said the device was removed because the patient was having discomfort with the unit and they didn't have a whole lot of improvement of their bladder symptoms. The caller mentioned the patient had an MRI of their lumbar spine since ins removal. When asked, the hcp didn't know when the discomfort occurred. No further patient complications have been reported as a result of this event.